Event description:
After successful stenting of a heavily calcified internal carotid artery, it was noted that some of the struts of the angioguard distal protection device were deformed and the filter membrane was torn. There was no report of any adverse consequence to the pt. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.